Event description:
The physician attempted to deploy an endeavor resolute 2.25 x 18 mm rx drug eluting stent. The target lesion in the cx proximal exhibited 100% stenosis, little calcification and the vessel tortuosity was moderate. A pre-dilatation was carried using a 2.0 x 10 mm balloon and the balloon was inflated to a maximum of 16 atms. The stent was advanced but it could not cross the lesion. It was reported that the struts of the stent were deformed. There was no patient injury reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, lesion with 100% stenosis, moderate tortuosity and little calcification). No results available since no evaluation was performed (device or procedural images not provided for evaluation). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, lesion with 100% stenosis, moderate tortuosity and little calcification). Unable to confirm complaint (device or procedural images not provided for evaluation). (B)(4).